Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a lead warning occurred and over-sensing occurred in unipolar that was improved by changing the sensitivity setting; intermittent capture was also noted. Device settings were changed. It was also reported that there was loss of capture and that impedance was low. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that a lead warning occurred and over-sensing occurred in unipolar that was improved by changing the sensitivity setting; intermittent capture was also noted. Device settings were changed. The lead remains in use. No patient complications have been reported as a result of this event.